Manufacturer narrative:
The event occurred in (B)(4). Caller did not provide product information for the compact plus system.

Event description:
Customer reportedly received results of 5.9 mmol/l on the mobile system and 3.7 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.